Event description:
The pacemaker involved in this MDR report was implanted in a (B) (6) child. During the interrogation performed upon pre-discharge device check, the physician observed that the implant inappropriately entered in fallback mode switch (asynchronous pacing at programmed basic rate) immediately after parameters reprogramming, although spontaneous sinus rhythm was observed in the atrium.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. As mentioned in the labeling, interactions might be observed in small children / babies between the patient's spontaneous rhythm and pacemaker operation - and specifically related to the warad operation (window of atrial rate acceleration detection), as observed on the egms shown below (p waves falling in the warad although the rhythm was spontaneous).